Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they are in the hospital for a vasectomy, and they cannot get their levels to go down. The customer states they have been in the 300mg/dl range. The customer states they change out their entire set, and their levels went down to 184mg/dl. The customer's blood glucose level at the time of incident was 196mg/dl. The customer's most current level was 348mg/dl. Troubleshoot was conducted, and the drive support cap was found to be loose. The customer was advised to call back when they are home, and have the necessary tools to conduct high pressure test and complete troubleshoot. The customer was advised that as of now, the device was found to be functioning as designed.